Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and verified that direct pressure waveform was not being displayed. The stm found the malfunction to be with the transducer adapter cable. The customer will be replacing the cable themselves. The stm verified that the iabp calibrated and passed all functional and safety tests per factory specifications, returned to the customer and cleared for clinical use as it was deemed still operational. Three good faith efforts were made to the customer in regards to the cable being replaced. To date we have not received a response.

Event description:
It was reported that while in use on a patient the cardiosave intra-aortic balloon pump (iabp) was not able to get a pressure waveform from the cable. There was no patient harm or adverse event reported.

Manufacturer narrative:
The facility's biomedical engineer reported on (B)(6)2018 that despite the initial report of the cable being replaced by the facility it was indeed replaced by the getinge stm

Event description:
It was reported that while in use on a patient the cardiosave intra-aortic balloon pump (iabp) was not able to get a pressure waveform from the cable. There was no patient harm or adverse event reported.